Manufacturer narrative:
(B)(4). Additional information: the cause of the broken spike was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation without the cap on the uv spike connector. Visual inspection identified a broken spike. A functional leak test, clear passage test and clamp function test were performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set had a broken spike. This was noticed during use. The reporter stated that the device had been in use for approximately 2 months. There was no patient injury or medical intervention associated with this event. No additional information is available.